Event description:
The hosp reported that during a coronary artery bypass procedure, after pressing the green tabs on the loading device and applying pressure to the plunger, the heartstring iii seal did not load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).